Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned a high result for 1 patient sample from (B)(6) 2018 tested for elecsys ft3 iii (ft3 iii) on a cobas e 411 immunoassay analyzer. The high ft3 iii result had been reported outside of the laboratory where the physician requested additional analysis. A new sample was obtained from the patient on (B)(6) 2018. This sample was submitted for investigation and tested on cobas e801 module serial number (B)(4). Based on the data provided, the ft3 iii results were discrepant between the siemens centaur method and the e801 module used at the investigation site. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. Calibration and qc data was acceptable at the investigation site. From the data provided, a general reagent issue can be excluded. There was no sample material remaining to complete the investigation. The investigation was unable to find a definitive root cause.